Event description:
The IV gave way at connection site. We have observed a number of events dating back to june of 2012 where the proximal end of the hub that gets screwed into the IV catheter has been leaking, resulting in a change in product to a more secure stationary hub.